Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-02501. It was reported the patent has experienced intermittent stimulation for approximately 3 weeks. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprograming was unable to resolve the issue. It was noted the patient is currently without stimulation. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02501. Follow-up information revealed the patent underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective stimulation therapy was restored following the procedure.